Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's caregiver reported via phone call that the insulin pump alarmed no delivery back in (B)(6). Blood glucose at the time of the alarm was over 400 mg/dl; which they treated with manual injections. They were unable to troubleshoot at the time and stated the alarm was resolved after a set change. Customer's caregiver also reported there is a time clock anomaly. Blood glucose at the time of the incident is unknown. It was stated that this has been happening for a few months. The insulin pump showed (B)(6) 2015 and the time gain was greater than 3 minutes within 10 days. She stated that it had been a couple of weeks since she last changed the date. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed with the current time and date and monitored for several days. The time and date was functioning properly. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and cracked battery tube threads.